Event description:
It was reported in the research article ¿outcomes in heartmate 3 left ventricular assist device patients requiring temporary right ventricular assist device support,¿ that the heartmate 3 (hm3) may be related to death, kidney failure, stroke, infection, and gastrointestinal (gi) bleeding. Clinical data was retrospectively studied on 185 hm3 patients at the center between 29nov2018 and 31aug2022 that showed that there was a significantly higher risk of morbidity and mortality in patients with hm3 with temporary right ventricular assist device (trvad) compared to hm3 alone. Competing risk analysis for mortality, dialysis, stroke, and infection was significantly higher in the hm3 with trvad group compared to hm3 alone. The hm3 with trvad group also experienced more gi bleeding. The hm3 with trvad patients had a longer length of stay, greater in-hospital mortality, and fewer patients discharged directly to home.

Manufacturer narrative:
Section d4: UDI: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas (left ventricular assist system) and the reported patient outcomes cannot be conclusively determined through this evaluation. A study conducted by (B)(6) medical center stated that right ventricular failure occurs in approximately 30% of patients following heartmate 3 lvad (left ventricular assist device) implantation, with nearly 10% requiring a trvad (temporary right ventricular assist device). The study sought to evaluate outcomes in heartmate 3 lvad patients with a trvad compared to heartmate 3 patients alone. Out of 185 study patients, 138 had only a heartmate 3 lvad and 47 had both a heartmate 3 lvad plus a trvad. The study concluded that heartmate 3 lvad plus trvad patients had a significantly higher mortality rate as compared to heartmate 3 lvad patients alone. The current heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.